Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances. The measurements were stable after the alert. Technical services (ts) recommended bringing the patient to the clinic for evaluation as it has lead safety switch (lss) to unipolar. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).